Manufacturer narrative:
Eval of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant failed due to lack of integration. Fistula was also reported at time of failure. Primary stability was achieved. Bone quality at time of implant failure was type iii.